Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) was confirmed. As received the monitor failed incoming functional testing. Upon investigation, there was corrosion on the computer/analog and defibrillator boards and on the belt receptacle. The cause of the test failure was isolated to the corrosion. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.